Manufacturer narrative:
Continuation of concomitant products: a2dr01 ipg, implanted: (B)(6) 2017 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high counts to the sensing integrity counter (sic), oversensing and high thresholds. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.